Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented for an initial implant of a right ventricular aveir leadless pacemaker (rvlp) on (B)(6) 2025. During the implant, there was difficulty inserting the introducer sheath over the wire through the right iliac vein (ivc-ra) and it was noted that the sheath was kinked. After maneuvering the introducer, the physician was able to advance the introducer up to the ivc-ra junction. Contrast shots were taken upon introducing the rvlp and delivery catheter (dc) into the right ventricle and it was decided to pull them back and re-advance. Post re-advancing the rvlp and dc, the patient experienced low blood pressure and supraventricular tachycardia (svt). An ultrasound was performed and no cardiac perforation was noted. The svt was successfully converted twice using cardioversion. Hypotension continued and was treated via cardiopulmonary resuscitation (CPR). The patient experienced a broken rib from the CPR. A medical emergency response team (mert) was called, and they performed a blood gas test which suggested there was a venous bleed. The physician elected to remove the rvlp and dc and close the wound. Ivc bleed was ruled out via venogram, and more distal access was achieved and another venogram performed which confirmed right iliac dissection. The patient received an urgent stent to the right iliac vein. The patient was in stable condition.